Event description:
It was reported that pump repeatedly declared altitude alarms while within normal operating altitude. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to clean speaker holes, reconnect cartridge, and then load new cartridge, but since alarms continued, customer switched to multiple daily injections as backup therapy and was provided replacement pump.